Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead was oversensing t waves due to varying and low r waves. A lead integrity alert was triggered for the sensing integrity counter (sic) and high-rate non-sustained episodes. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.